Manufacturer narrative:
The DHR (device history record) was reviewed and no deviations related to this failure mode were found. The DHR review indicated that there was no quality issues associated with this reported issue. All DHR are reviewed for accuracy prior to product release. The sample consisted of one catheter along with a bag of applicators. The catheter came inside a box and it did not present signs of use. Visual inspection was performed and the catheter did not present any issues. In order to confirm the issue reported, functional testing was required (underwater test). The catheter did not show bubbles during the test; therefore, the issue reported was not confirmed. Process failure mode and effect analysis was reviewed in order to identify potential causes associated with this event. In addition, a brainstorming session was performed with the manufacturing operation personnel to identify additional potential causes. The following causes were identified: a possible cause is that the customer may have identified one of the catheter perforations during examination and considered this as a crack. According to the instructions for use, the customer has to perform a visual inspection before using the device. A defect was not confirmed in the received sample; therefore, this event could not be linked to manufacturing activities. Based on previous information the most probable cause is customer perception. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that after taking the packaging apart, it was found that there was water seepage near the tunnel of the crimp tube when taking a pressure test. The physician inspected the crimp tube and found there was a crack and it failed to be put into the patient's body normally. The device was not used on a patient.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.